Manufacturer narrative:
There is no indication the lens was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implant of the intraocular lens (iol) in the patient's right eye, it was reported that there was an unexpected outcome with the zct lens. Post op refraction was (sphere) sph +1.25 -2.0 170. Vision is not optimal. Also noted that lens in the right eye is rotated, due to the long eyes (big eyes) and the patient should be informed about a possible rotation of the toric iol. No further information was provided.

Manufacturer narrative:
Additional information provided reported the astigmatism has reduced to 1 diopter, the patient is satisfied now and does not want a change of lens anymore, and no explant was performed. Furthermore, the second eye was already operated on and the post-operative results were very good. No additional information was provided. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.